Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the self test. No error alarms were noted during testing. However, an alarm was found in the alarm history file due to a corrupted history file. The insulin pump information could not be transferred due to the history anomaly. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer cannot upload the pump to carelink pro. Customer stated that she receives the communication error each time she tries. Customer stated that it would upload only up to a certain percentage and on multiple outlets of carelink pro it would just fail to be added. It was confirmed that the customer had an unexpected restart, signal too low alarm, and a displayable history check failed on startup alarm in the alarm history. It was explained that this was the reason why the pump will not upload. It was also explained that the pump was safe to use otherwise, but would require an exchange so the customer could be provided with a pump that can upload. Insulin pump will need to be replaced. No additional information provided.